Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed stored values. Ts discussed therapy delivery, with a defibrillation threshold (dft) test recommended to verify conversion efficacy. No indication has been received a dft has been performed. This device remains in service. No adverse patient effects were reported.